Event description:
It was reported through remote transmission that an episode of ventricular fibrillation caused by undersensing was observed. Programming changes were not made; there have been no further alerts since. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).